Manufacturer narrative:
The t:slim user guide states: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose (bg) level was in the 400's mg/dl and manual injections were administered to address the bg levels. The customer would troubleshoot the issue on their own and not find any issues with the pump leading them to believe the occlusion alarms were illegitimate. Supply changes were performed after each occlusion alarm. Reportedly, the customer had exposed their pump to radiation. The customer reported manual injections would be used for insulin therapy.